Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 failed. A field service engineer shut down the station, opened the back panel and the rear of drawer 2, disconnected and reconnected the row board cable from the drawer controller board, and powered the station back on. The drawer subsequently passed diagnostic tests. Proactive inspection procedures were performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station drawer 2.2 failed. The customer stated that this malfunction occurred while dispensing the medications to the patients. There were no delay to patient care and adverse events or injuries reported based on this incident.